Manufacturer narrative:
The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing inhibition. The lead was noted to have dislodged. An invasive procedure was performed. An attempt to reposition the lead was made, however, after repositioning, the helix would not extend. The lead was explanted and replaced. No additional adverse patient effects were reported.